Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient¿s ipg failed to establish communication with external devices due to patient failing to charge. Reportedly, it was later confirmed inoperable. In result, surgical intervention occured on (B)(6) 2019 wherein ipg was explanted and replaced. Effective therapy was restored post operatively.